Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert were met. 131 lifetime ventricular sic occur since (B)(6) 2013. 2 non-sustained tachycardia (nst) and 3 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and ventricular sic.

Event description:
It was reported that the lead integrity alert (lia) of the right ventricular (rv) lead was triggered due to low impedance, increased short interval counts (sic), short and fast non-sustained tachycardia (nst) episodes, and noise. The rv lead is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d354trm cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID: 5076-52 imp lantable pacing lead, implanted: (B)(6) 2011; product ID: 419488 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).